Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was presented in the emergency room (ER) with syncope due to a loss of capture on the right ventricular (rv) lead. The rv lead had unstable and varying thresholds. Fluoroscopy shows a bend in the lead by the clavicle and the lead is suspected of a fracture. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.